Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error followed by a pump error was present in the pump trace download, problem isolated to electronic board stack. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer's blood glucose was 189 mg/dl. Customer was able to complete insulin pump rewind. The troubleshooting was performed for the pump error alarm. The self test was performed and it was passed. Fill cannula was recorded in daily history. The insulin pump will not be returned for analysis.